Manufacturer narrative:
All operating currents were within specification. The insulin pump passed the self test. No unexpected frozen display or blank display anomaly was noted during testing. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm and had a frozen display. Customer reported that the numbers were ramping on the insulin pump's screen prior to the call. Customer also reported that none of the buttons on the keypad were responsive. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.